Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a perceval pvs 27 aortic valve prosthesis was implanted. The manufacturer received a notification that the device was explanted on the same day. No other information is available at this time.

Manufacturer narrative:
Additional information received may 11, 2018, via phone message a livanova representative: one of the 3 guiding sutures fractured. The valve slipped below the annulus and the physician decided to removed and implant a sutured valve. Not a device related issue. Patient outcome was good. Added x-clamp time 15 minutes this new information changes the reportability of the case to : not reportable. Not device related and no serious adverse effect to the patient, less than 20 minutes of added x-clamp time.

Event description:
On (B)(6) 2018 a perceval pvs 27 aortic valve prosthesis was implanted. During the procedure one of the 3 guiding sutures fractured. The valve slipped below the annulus and the physician decided to removed and implant a sutured valve. Not a device related issue. Patient outcome was good.